Event description:
It was reported that a lead revision was initially performed because a lack of benefit to the patient and high impedance measurements were found on the original implant in (B)(6) 2011. Post-operatively, impedance measurements of >4000 ohms on some of the bipolar pairs were found. After the healthcare provider found the high impedances post-operatively, the hcp went back into the operating room and did a replacement of the ins. All impedances were, subsequently, found to be within a normal range. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: patient programmer model 3037, serial # (B)(4), implanted: na, explanted: na; lead model 3093, lot # v813553, implanted: (B)(6) 2011, explanted: unk.